Event description:
The patient reported that everything was working well after her implant and was on program 1 at 0.7 volts. All of a sudden, her therapy stopped working well and she was having bowel leakage. She increased her setting to 0.8 volts and then to 0.9 volts but it did not seem to help. She was frustrated. She was sad because her therapy stopped working well. During the call, the patient changed to program 2 at 0.7 volts. She was feeling comfortable stimulation at this setting. The patient was advised to go to their healthcare provider (hcp) if the new settings did not help. Indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.